Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
It was reported the patient received the following results on (B)(6) 2022 within 15 minutes: 583 mg/dl (unknown lot #) and 154 mg/dl (lot 102982). The readings were obtained using two different vials of test strips. On (B)(6) 2022 the patient received the following results within 15 minutes: 545 mg/dl (lot 102982) and 226 mg/dl (lot 102982).